Event description:
Dealer advised the bracket broke off the mpctmt. Dealer advised thinks a transport company may have broken this item. Dealer advised the tilt actuator is leaking grease. Dealer could not provide any further information.